Manufacturer narrative:
The product was originally reported as product number (B)(4). However based on the physical sample returned and photographs, the device is not product (B)(4).. The correct product number was not able to be determined. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending pu

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a foley catheter was being used in their birthing center and the balloon burst and had to be removed from the patient.